Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and wear abrasion. Leak test and microscopic analysis were performed which identified a sharp crease opening and a striated opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on posterior due to fold flaw opening, and a striated opening due to surgical damage consist in the use of some surgical tools.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.